Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was opened, and internal visual inspection revealed no irregularities. The device case was opened, and the battery was removed and forwarded for detailed testing which concluded the presence of a depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Subsequently, the patient underwent a revision surgery in which this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p has not been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Subsequently, the patient underwent a revision surgery in which this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p has not been received for analysis.